Manufacturer narrative:
The results of the product evaluation (below) were not included in the initial supplemental report. This correction report now includes the investigation results of the returned product. Evaluation results: two customized 4.5 mm tracheostomy tubes (ID hyperflex flextends with fixed connectors and tts cuffs) were returned for investigation because the devices were unable to inflate. Both devices were inflated using 7 cc's of air. Both devices were fully inflated and the investigator notes a small area stuck to the shaft causing the cuff to appear asymmetrical. The cuffs were then deflated and gently massaged, as specified in the instructions for use (IFU). The cuffs were inflated again with 7 cc's of air and the cuffs inflated properly. Both devices were leak tested in a water bath and no leaks were detected.

Manufacturer narrative:
Related to MFR number: 3012307300-2019-04989 (same patient with two same device issues).

Event description:
Information was received that a smiths medical bivona 4.5 tts hyperflex flextend tracheostomy tube cuff was not inflating properly while in use with a patient. The reporter stated the patient's mother was in the process of a tracheostomy tube change, but was unable to complete the change out due to the event. It was also reported the patient had an old tube in the house that was able to be cleaned and used until a new tube arrived. No adverse patient effects were reported.